Event description:
It was reported that the patient was seen in clinic for follow up and the device was found in bvvi. Etp indicated hardware eri has been reached. Device will be replaced electively due to normal eri.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.